Event description:
Baxter (B)(4) received a report that an infusor had moisture "observed in the housing". This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: this product is not distributed in the us and does not have a 510(k) number. The lot number was not provided. Therefore, a batch review could not be conducted. Baxter received a photo of the sample for evaluation and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: the root cause was not identified due to actual sample unavailability.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a leakage was confirmed via photographic evaluation. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. .